Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized due to high blood glucose with blood glucose of 600 mg/dl, current blood glucose was 113 mg/dl. Time and date of hospitalization was (B)(6) 2017 at 8 am. The customer experienced symptoms such as vomiting and sick. Event caused to hospitalization was headache. The customer was treated with insulin pen and intravenous. The drive support cap appears normal (slightly indented). The customer was wearing the insulin pump during the hospitalization. The insulin pump will not be returned for analysis.